Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain since insertion / pain is getting worse') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient experienced pelvic pain (seriousness criterion medically significant). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdomen pain") and back pain ("back pain"). In (B)(6) 2019, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced ovulation pain ("when she is ovulating can cannot walk due to pain") and vomiting ("throws up"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, ovulation pain, vomiting, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, abdominal pain and back pain outcome was unknown. The reporter provided no causality assessment for ovulation pain, pelvic pain and vomiting with essure. The reporter considered abdominal pain, back pain, dysmenorrhoea, menorrhagia, migraine and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 26-feb-2020: pfs received: reporter was added. New events- abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea, back pain, abdominal pain were added. Lab test was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain since insertion / pain is getting worse') in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdomen pain") and back pain ("back pain"). In (B)(6) 2019, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding ( menorrhagia)/ menorrhagia (heavy menstrual bleeding)"). On an unknown date, the patient experienced ovulation pain ("when she is ovulating can cannot walk due to pain"), vomiting ("throws up"), dyspareunia ("dyspareunia (painful sexual intercourse)"), iron deficiency anaemia ("anemia"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi condition"), nausea ("nausea"), cyst ("cysts"), depression ("depression / psych injury") and anxiety ("anxiety") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, ovulation pain, vomiting, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, abdominal pain, back pain, dyspareunia, iron deficiency anaemia, vaginal discharge, gastrointestinal disorder, hormone level abnormal, nausea, cyst, depression and anxiety outcome was unknown. The reporter provided no causality assessment for ovulation pain, pelvic pain and vomiting with essure. The reporter considered abdominal pain, anxiety, back pain, cyst, depression, dysmenorrhoea, dyspareunia, gastrointestinal disorder, hormone level abnormal, iron deficiency anaemia, menorrhagia, migraine, nausea, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion.. Quality-safety evaluation of ptc: quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Amendment: the report was amended for the following reason: this case is retain case and all the information from case (B)(4) was transferred to retain case number (B)(4). Reporter added. Essure indication added. On (B)(6) 2008, she implanted essure (previously reported as (B)(6) 2008). Events and reference were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain since insertion / pain is getting worse') in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdomen pain") and back pain ("back pain"). In (B)(6) 2019, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding ( menorrhagia)/ menorrhagia (heavy menstrual bleeding)"). On an unknown date, the patient experienced ovulation pain ("when she is ovulating can cannot walk due to pain"), vomiting ("throws up"), dyspareunia ("dyspareunia (painful sexual intercourse)"), iron deficiency anaemia ("anemia"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi condition"), nausea ("nausea"), cyst ("cysts"), depression ("depression / psych injury") and anxiety ("anxiety") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, ovulation pain, vomiting, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, abdominal pain, back pain, dyspareunia, iron deficiency anaemia, vaginal discharge, gastrointestinal disorder, hormone level abnormal, nausea, cyst, depression and anxiety outcome was unknown. The reporter provided no causality assessment for ovulation pain, pelvic pain and vomiting with essure. The reporter considered abdominal pain, anxiety, back pain, cyst, depression, dysmenorrhoea, dyspareunia, gastrointestinal disorder, hormone level abnormal, iron deficiency anaemia, menorrhagia, migraine, nausea, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.